Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the pump black box showed evidence of a partially discharged battery installed on the date of the event. The battery compartment was intact with no damage or evidence of moisture ingress. The returned battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.